Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 81 mg/dl. The customer will monitor bg levels and call tandem technical support (cts) as necessary.